Event description:
The patient developed an infection with one of his pumps in the past, in 2000 or 2001. The physician used staples to close the incision and then the patient got an infection. The pump was delivering baclofen. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).